Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported display does not turn on and cannot work anymore. The customer reported no adverse event. The event involved product(s) mmt-1886l. Troubleshooting was performed and found that issue had reoccurred after installing a new battery. No harm requiring medical intervention was reported. Mmt-1886l was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded by using a new battery cap and a new battery. Upon multiple new battery installations, unit remained on blank display. Unable to perform sleep current measurement, active current measurement, and self test due to blank display. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. Corrosion was noted on the electronic assembly, including keypad flex connector, motor flex connectors, and electronic stack. The external battery connector was also corroded and detached from the electronic stack. Additionally, unit was received with corroded battery tube. Blank display due to corrosion on electronic assembly. The following cosmetic damages were noted: label damage (faded), scratched case, and pillowing keypad overlay. In conclusion, customer concerns with blank display was confirmed when unit remained on blank display after multiple battery installations and corrosion was found on the electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.